Event description:
It was reported that during a procedure, after the second t puncture; it could not be hanged after being pushed to the depth limit. It was not possible to try it several times. Backup device was available to complete the procedure, significant delay was reported. No patient injuries were reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. Both ts remain on the delivery needle. T1 is protruding slightly out of the distal end of the needle. The device was tested for deployment using a rubber meniscus model, both ts stripped off as intended. This investigation could not identify any evidence of product contribution to the reported complaint.